Manufacturer narrative:
The field service representative found the measuring cells needed to be changed and the sample mech was loose. He replaced the measuring cells and adjusted the sample mech. He performed performance testing, which passed. The customer performed successful calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t results for approximately 20 patient samples on a cobas e 601 module. It was alleged that the initial values were between 0.2 ¿ 0.9 ng/ml. The physician questioned the initial result and the samples were repeated. The repeated results were 0.01 ng/ml with a data flag. The repeated results were performed on a different module. The repeated results were believed to be correct. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.